Event description:
The customer alleges that the tubing is popping off at both ends during treatment. No report of a patient injury or consequence.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed since the sample and lot number was not provided for investigation. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Manufacturer narrative:
(B)(4). The lot number was originally reported as unknown; however, the lot number of the sample received was 74b1501049. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam and functional testing was performed and no issues were found. No "popping off" issues were observed during nebulization as reported in the complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the tubing is popping off at both ends during treatment. No report of a patient injury or consequence.